Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction and erosion. No further patient complications were reported in relation to this event.